Event description:
It was reported that tip detachment occurred. The 99% stenosed target lesion was severely calcified and moderately tortuous. An opticross imaging catheter was introduced and used many times. During the procedure, while the device was outside the patient, the tip detached. The procedure was completed with another of the same device and there was no patient injury.